Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for normal follow-up in clinic, high out-of-range hv lead impedance was observed. The impedances were intermittently high. An egm that was stored for non-sustained vt showed noise. Patient will be scheduled for lead replacement. Patient's condition was good.